Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level reached 320 mg/dl. The pod was worn between 25 and 36 hours. It was noted that the pink slide moved forward, but the cannula was not visible upon removal. Hyperglycemia treated with a new pod.